Manufacturer narrative:
The customer¿s report of a broken tubing was confirmed. Visual inspection of the set showed that the tubing was completely separated from the micron filter inlet port. Inspection under magnification showed no bonding solvent applied at the intersection of the tubing and the filter port. No damages were observed. Functional testing was not performed as the set was found already separated from the filter. Dimensional testing was performed and the set was within specification. The root cause of the broken tubing and lack of solvent was not identified.

Event description:
The customer reported that after the filter extension set was attached to the patient but the infusion had not yet been programmed into the pump, the nurse noted that the extension set had detached from the filter. There was no report of patient harm.